Event description:
The hcp reported that the device was explanted and replaced due to battery depletion after an implant duration of 49 months. The hcp reported that the patient was experiencing increased spasticity despite increased doses of baclofen over a 3 month period. Dye and rotor studies were "ok" - no cerebrospinal fluid return. The device was returned to the manufacturer for analysis. The pump contained compounded baclofen 4000 mcg/ml; the hcp is requesting analysis of drug. The pump was filled with lioresal 500 mcg/ml after replacement. The patient is currently receiving antibiotics for infection at newly implanted pump site. Same as manufacturer's report#: 6000030200601943.

Manufacturer narrative:
Final device analysis reveals catheter leakage-hole.